Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges the device leaks. Alleged issue reported occurred during use. No report of patient impact or consequence. Patient condition reported as fine.

Event description:
Customer complaint alleges the device leaks. Alleged issue reported occurred during use. No report of patient impact or consequence. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.